Event description:
After a lab draw was completed, the safety on the butterfly needle was locked. The nurse was cleaning up and picked up the entire device by the vacutainer and the plastic safety cover fell off and stuck the palm of the nurse's hand. This happened on (B)(6) 2018 at 11:26 am. This was a greiner - bio 23g butterfly needle.